Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. The original complaint was unable to be duplicated. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the pump at the bottom right corner between the keypad and the pump seal. The pump was opened to find moisture on the keypad flex connector. The battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location.